Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the stent became damaged. The target lesion being treated in the index procedure was a mildly calcified, mildly tortuous portion of the left anterior descending (lad) artery. The lesion was predilated with a maverick balloon. Then the physician attempted to place a taxus express2 8.8% 3.0x8 drug eluting stent in the target lesion. The taxus stent was unable to cross the lesion so the physician pulled it back out. After the stent was removed, the edge was found to be flared. The procedure was completed successfully with another of the same device. There were no reported complications.